Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft and an afx vela infrarenal on (B)(6) 2017. Follow-up computed tomography performed on (B)(6) 2023 identified a possible type iiib endoleak. Reintervention was completed on (B)(6) 2023 with the implant of an afx2 bifurcated stent graft and two (2) afx vela infrarenal. Final patient status has not been reported.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix was unable to perform an evaluation of the device as it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiib endoleak of the distal main body and additional endovascular procedure complaints are confirmed. This is consistent with the reported adverse event/incident. The clinical assessment determined that sac growth of 9.8mm occurred that was not in event as reported. The sac growth was discovered during a review of the computed tomography scan dated 23 october 2023. The clinical assessment also determined an additional endovascular procedure occurred on (B)(6) 2019 that was not in the event as reported. The additional procedure was discovered during a review of the operative note dated (B)(6) 2019. The additional endovascular procedure done on (B)(6) 2019 was done for a suspicion of an endoleak, none was visualized. Device, user, procedure or anatomy relatedness of the complaint could not be determined. No procedure related harms were identified. The final patient status was discharged on the first post operative day home in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: g3: awareness date ¿ updated h6: investigation finding codes - remove code 3233 h6: investigation conclusion codes - remove code 11.